Event description:
A pump malfunction was reported by the caller, specifically indicating malfunction code 12, with a fault ID available and resettable. However, despite the malfunction, there was no adverse impact to the customer's blood glucose level. With the issue persisting, as reported with previous occurrences, cts resolved to replace the pump. The pump was still under warranty, and arrangements were made to send a replacement pump with updated software. The customer, familiar with the return process, was instructed on returning the faulty pump and advised on programming settings and connecting their cgm to the new device. Cts confirmed the shipping details and ensured a signature requirement for delivery.